Manufacturer narrative:
After the event a maquet field service technician (fst) was on site to investigate the affected operating room tabletop. The customer explained to the fst that when the legs were in a down position and very close to the lowest position the operating room table would not go any lower. The display on the hand controller showed the message "caution collision". The fst explained to the customer that the operating room table is supposed to stop when the leg plates were positioned downward and the user continue to lower it. This is to prevent collision between the leg plates and the floor. The device works as specified. However, as preventive measure the fst replaced the control board of the tabletop. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
(B)(4).